Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that lead dislodgement occurred on the left ventricular (lv) lead. The lv lead was explanted to resolve the event. The patient was stable with no consequences

Event description:
Additional information received indicating that the event was noted during an in-clinic follow up wherein the right atrial (ra) lead dislodgement was confirmed via x-ray imaging.

Event description:
Additional information received indicating that there was an electrical anomaly noted during the event that indicated there was a lead dislodgement. The clinic, however, could not provide the details as to what the electrical anomaly was.

Manufacturer narrative:
Additional information: b5, d7, d10, h3, and h6. The reported event was lead dislodgement that resulted in an unspecified electrical anomaly. As received, a complete lead was returned in two pieces. Visual examination found the helix retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted. The full helix extension length was measured within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.